Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was reprogrammed and turned off. It was noted that the fracture of the right ventricular (rv) lead was observed as well. Ra and rv lead were explanted and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.